Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Arjo received initial report submitted by the customer to (B)(6) regarding the sara stedy device. It was reported that patient was transferred from toilet to bed. During the transfer patient started to push back rather that standing in the lift, the brakes unlocked and patient slip out from the device. Patient was assisted to the ground. No injury was reported.

Manufacturer narrative:
The collected information is currently analyzed. The additional information will be provided upon investigation conclusion.

Manufacturer narrative:
An arjo representative became aware of an event involving sara stedy device. The customer reported that a patient was transferred from a toilet to a bed. When the patient was returning from toilet and was in standing position, she started to push the lift back rather than standing in a straight position on the footplate. The customer stated that alleged pushing the lift unlocked the castor brakes and caused the patient to slide forward. The patient was lowered to the ground sliding down nurse's leg. No injuries were reported. The device was evaluated by an arjo technician. The visual inspection showed that the lift was in poor condition, some parts were worn. The functional test showed that the brakes were working correctly. The technician noticed that the non-slip footplate cover was worn and smooth which could explain patient slipping when using the lift. The arjo technician was not able to recreate the customer¿s allegation referring to castors unlocking during use. The device had a service sticker indicating the next date of service on december 2019. This would mean that the last service was performed before december 2019. The device was serviced by a 3rd party company. The arjo technician suggested to the customer that due to the device's condition, the lift should be replaced. Looking at the incident scenario it has been established that a passive floor lift was used for patient handling at the time of the event. The customer allegation of breaks unlocking was not confirmed. The footplate was found worn and smooth, and from that perspective the device did not meet its specification. The complaint was decided to be reportable due to the allegation that the patient slid from the device.